Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed relevant testing. A usb charging and download manual test was performed and passed. An overnight charge and discharge test was performed and passed. The receiver log was downloaded finding no issues related to the complaint. The receiver case was opened, and an internal visual inspection was performed and passed. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.